Event description:
The customer reported the unit is fluoroing properly, but not getting any images on left monitor. If swap to right monitor. Image is good.

Manufacturer narrative:
The service rep found problem to be fuji dicom box (third party installation) hooked directly into live video feed to left monitor and box was unplugged and not working. Therefore, disabling video signal to left monitor. Connected video to left monitor, and verified operation of unit. Unit functions as intended.